Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as the manufacturing representative reported they met with patient on (B)(6) 2017. The patient's stim was off due to por. They checked all the connection and impedances were well. They reset their por and turned on stimulation. They felt it in perineum. There was no known cause of shocking. There was no evidence of any product defect. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va13p8y, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the patient saw a power on reset (por). The caller reported the patient was having shocking in the leg and face on (B)(6) and the device acted like there was a short in the lead and they wanted to turn it off. The caller reported the patient was getting a warning por on the patient programmer screen on (B)(6). The caller noted the patient went through a metal detector on (B)(6). The caller noted the healthcare professional (hcp) was out of town for a week and the patient was not able to see the hcp. There were no trauma or falls related to the event. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.

Event description:
Additional information received from patient report that they had appointment to clear to the por at the hcp¿s office but they were unable to connect the device to the programmer to clear the por and it was ¿shocking the shit out of her¿. Patient stated she was getting muscle cramps and was prescribed hydrocodine for the cramps. Patient noted they had an appointment set up this past thursday and the rep was supposed to be there to connect and clear the por but he had a death in the family and could not make it. It was indicated that rep was notified about unable to connect and clear the por during the conference call last friday, (B)(6) 2017. On the same day, the rep further provided that they had already been in touch with the clinic and they were working on the time.